Manufacturer narrative:
The device was returned to the service center for evaluation. The pink rubber on the scope¿s probe unit was floppy (torn) and forceps cover glue was noted be peeling. The switch #1 was found cut. The scope failed the leak test. The scope¿s ID showed 442 total uses. The estimator attributed the cracked and peeling adhesive to user mishandling. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
This is an asset return which was found to have cracked and peeling forceps cover glue during estimation. There was no device issue or patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: since the phenomenon, ¿adhesive on the forceps cover part of control body was peeled,¿ was classified as reportable. The legal manufacture investigated this case. The legal manufacturer judged from the manufacturing year of the subject device, it is unlikely that the peeling was caused by aging deterioration. The legal manufacture; therefore, surmised that the phenomenon occurred because external force was applied to the relevant part by strongly rubbing it during daily usage including re-processing. The legal manufacturer checked the contents described in the instruction manual and found the following descriptions. Inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.